Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of definitive corail stem, the tip of the (non-threaded) introducer became stuck in the hole / shoulder of the stem. The introducer could not be separated - the stem and introducer became one-piece, and only after significant impaction with a mallet, did the tip of the introducer disengage from the shoulder of the stem. The tip of the introducer was found to be well burred, and contributed to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Procedure: total hip replacement. During insertion of definitive corail stem, the tip of the (non-threaded) introducer became stuck in the hole / shoulder of the stem. The introducer could not be separated - the stem and introducer became one-piece, and only after significant impaction with a mallet, did the tip of the introducer disengage from the shoulder of the stem. The tip of the introducer was found to be well burred, and contributed to the problem. Surgeon concerned that the seating of the (uncemented) stem may have been compromised during this "separation" process. Five minutes delay in surgery. Patient outcome post surgery: joint stable. Patient initials: (B)(6) gender: male. Patient activity levels: unknown. Relevant patient pre-existing conditions/comorbidities: unknown. Photo of instrument is available. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. Conclusion and justification status: the device associated with this report was not returned. A search of the complaint database by product code found if placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage and flatten the tip preventing a functional fit with the implant. Based on the investigation, the need for corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.